Manufacturer narrative:
Product ID 8703w, serial# (B)(6), implanted: 1997(B)(6); product type catheter product ID 8 596sc, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) in regard to a patient receiving hydromorphone 20 mg/ml at 15.629 mg/day, clonidine 1250 mcg/ml at 976.8 mcg/day, and bupivacaine 6 mg/ml at 4.688 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as gastrointestinal/ pelvic floor. Per logs provided, there was no cerebrospinal flow (csf) from the catheter. The cap (catheter access port) was at 3 o'clock. The pump logs provided were examined on (B)(6) 2015 and last changed on (B)(6) 2015. Additional information received reported the catheter was examined under fluoroscopy on (B)(6) 2015, and there was no catheter issue. The follow-up received did not provide onset, event context, symptoms, troubleshooting or the cause of the event. If additional information is received, a follow-up report will be sent.